Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. This is pending repair completion and patient information.

Event description:
The customer reported the ventilator gave data acquisition/printed circuit board assembly/ analog digital converter (pcba adc) reference failed error. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer replaced the gas delivery system to address the reported problem.